Event description:
Consumer states receiving burns on her back and arm from the heating pad. She did seek advice from her doctor regarding the burns. Burns of this nature are the result of laying or leaning against the heating pad which is contrary to proper use instructions.